Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The interconnect cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's screen was black and that no image was produced although, the x-ray indicator light was lit. No patient injury was reported.